Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider from a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was not helping as much as previously on (B)(6) 2016. A follow up phone call was made on (B)(6) 2017, and it was reported that the ins has not been used for the last six months. The patient has no desire to use it. It was assumed not to be charged either. The etiology indicated the relationship of the event to the device or therapy was possibly related, but not related to the implant procedure. No action was taken. The event resolved without sequela on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The cause of the ins not helping as much was not indicated. It was reported that the patient's therapy was suspended on (B)(6) 2017 and she was no longer using the device. Per a phone call with the patient, she did not want to use the stimulator anymore. It was unknown at this time if the device will be explanted. It was specified that the event was related to the patient's usability issues as the patient had cognitive difficulties with recharging. It was noted the patient had a cognitive problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional of the clinical study reported the cause of the ins not helping as much was not determined.